Manufacturer narrative:
Approximate age of device - 4 years and 1 month. The patient remains ongoing and continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The report of pi events can be confirmed based on the submitted system controller log file; however, the report of thrombus and a specific cause for the reported elevation in lactate dehydrogenase could not be conclusively determined. The log file contained two pump power elevations, pi events, and two events where the pumps speed dropped below the low speed limit. The power elevations and speed drop events appeared to be consistent with a ramp up study. Besides these events, the pump appeared to maintain the set speeds of 8800 rpms and 9000 rpms. Pump power ranged from 4.3 watts to elevations as high as 10.0 watts. Pump flow ranged from 3.9 lpm to as high as 11.1 lpm, while avg. Pi ranged from 1.8-7.2. No adverse alarms were captured. The patient remained ongoing on vad support until they underwent a pump exchange on (B)(6) 2015. The pump was returned and evaluated under MFR report # 2916596-2015-01170 where thrombus was confirmed; however, a correlation to the reported events of (B)(6) 2014 could not be conclusively determined as the exchange occurred approximately 6 months after the reported elevated lactate dehydrogenase levels. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information provided indicated that the patient had elevated lactate dehydrogenase on (B)(6) 2014 and was admitted the next day. The event date was changed to (B)(6) 2014.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was in the hospital for suspected pump thrombosis. The patient had elevated lactate dehydrogenase (ldh) levels of up to 1600 u/l, elevated blood pressure, and a syncopal episode where the patient had a brief loss of consciousness. It was reported that true pulsatility index (pi) events were not noticed at the time. The patient also had significant aortic insufficiency (ai) so the physician was unable to determine if the hemolysis was coming from the ai or a thrombus. Log file review noted multiple pi events making up a majority of the content. The patient underwent a transcatheter aortic valve replacement (tavr) and with heparin, the patient¿s ldh improved. The hospital recently stopped the heparin and will anticoagulate with coumadin and aspirin (asa). A ramp echo was performed prior to discharge and the left ventricle decompressed slightly. The patient reportedly has no symptoms currently and feels well.